Event description:
While analyzing a pt's heart rhythm (age & gender unknown) with the device in automatic mode, the device allegedly failed to return a "shock advised" message for what the clinician determined to be a shockable heart rhythm. The clinician put the device into manual mode to deliver therapy to the pt. There was no adverse effect to the pt due to the reported malfunction.